Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned in two sections as a result of a break in the shaft located 35cm from the catheter strain relief. A hypotube kink was present a further 19cm from the break site on the distal section of the returned catheter. The midshaft was kinked 60cm from the catheter tip. Severe bends were also located along the entire shaft. This type of damage is consistent with excessive force being applied to the delivery system. The exchange port was slightly stretched. This type of damage is consistent with excessive force being applied to the proximal end of the guidewire causing it to stretch the guidewire exchange port during attempts to cross the lesion. There was no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment, a shaft fracture occurred. The 75% stenosed lesion was in the severely tortuous, calcified popliteal artery. The physician advanced the 4.0mm x 1.5cm x 140cm spcb flextome cutting balloon catheter to dilate the lesion but was unable to cross and the shaft fractured. The procedure was completed with a 5 x 40mm non bsc balloon catheter. No additional complications were reported and the patient's status was reported as good.